Event description:
According to the reporter, during a procedure, while doing a closing running suture, the needle broke. The surgeon was able to retrieved all needle pieces.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.